Manufacturer narrative:
(B)(4). Device evaluated by MFR: f/g, promus element, mr, ous 2.25x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Stent damage was noted to proximal stent struts rows 1 to 6, proximal stent strut row 1 was lifted and bent back in a distal direction. Proximal end of stent was bunched 1.5mm distally on balloon. Distal portion of stent appeared undamaged and unmoved on the balloon. The undamaged section of the crimped stent od (outer diameter) was measured and result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03-mar-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 28x2.25mm, eccentric, with a <=45 degrees bend target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. Prior to procedure, the patient was given a 60mg of prasugril and 300mg aspirin. After a 0.014 non-bsc guide wire crossed the lesion, predilation was performed at 11 atmospheres with a 1.50x9mm balloon catheter. A 2.25x28mm promus element ¿ drug-eluting stent was then advanced but the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed proximal stent damage.